Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Pieces of tampons get stuck inside of me- vagina [foreign body in reproductive tract] come apart inside of me while trying to remove it [complication of device removal] come apart inside of me- tampon [device breakage]. Case narrative: consumer reported via email that the tampon came apart inside of her during removal. No serious injury was reported.